Event description:
It was reported to philips that the system kept restarting intermittently. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the information collected, the procedure was completed as planned the system rebooted by itself. The philips remote engineer (rse) analysed the system log file and identified fdc and geometry issues. The field service engineer(fse) went on-site and found that the system rebooted multiple times. During troubleshooting. It was identified that the sbc(single board computer) power supply could only measure 24v and other supplies were null. The cause of the power supply failure could not be conclusively determined by the supplier's part analysis, however the replacement of the power supply by the field service engineer has resolved the reported issue and restored the functionality of the system. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.